Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain /increasingly severe pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("fallopian tubes were not completely occluded"). There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2009, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), nausea ("nausea"), abdominal distension ("excessive abdominal bloating") and discomfort ("discomfort"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, none of the events had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, discomfort, dyspareunia, heavy menstrual bleeding, nausea and pelvic pain to be related to essure administration. The reporter commented: it was reported that she sought treatment for her symptoms. She never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6), 2023 follow-up insertion date was reported as (B)(6), 2009, discrepancy noted as previous reported as( B)(6), 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: fallopian tubes were not completely occluded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain /increasingly severe pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("fallopian tubes were not completely occluded"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), nausea ("nausea"), abdominal distension ("excessive abdominal bloating") and discomfort ("discomfort"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, none of the events had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, discomfort, dyspareunia, heavy menstrual bleeding, nausea and pelvic pain to be related to essure administration. The reporter commented: it was reported that she sought treatment for her symptoms. She never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2023 follow-up insertion date was reported as (B)(6) 2009, discrepancy noted as previous reported as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: fallopian tubes were not completely occluded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: patient's address updated, new lawyer added, insertion date corrected, essure device removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.